Event description:
The customer reported that the system had a precharge error and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The pre-charge board was relaced during the service call. The system was tested and found to be working as intended and put back into service.